Manufacturer narrative:
(B)(4). Concomitant medical products: item# 912082; jgrknt 1.0mm mini 3-0 ndls; lot# 352850. (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05106.

Event description:
It was reported that during the surgery, the clear sleeve couldn't move smoothly. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, e2, e3, g4, g7, h1, h2, h3, h6, h10. Complaint sample was evaluated and the reported event could not be confirmed. Inspection of the returned device identified damages on the sleeve on the one without an anchor. Dimensional analysis and functional checks were performed on both the device and were conforming to print specifications. Device history record was reviewed and no discrepancies were found. Device analysis indicated that the device met specification. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.